Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings.on investigation, the pump powered up to the verify screen with a pinkish contrast. A battery compartment crack was found below the grip pad. The keypad cover was peeling at the ¿ok¿ button while all the buttons responded properly. Removal of the button cover did not find any contamination under the button contacts. A normal bolus was performed and recorded correctly. The pump also alerted for a blood glucose check reminder at the pre-set time. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the display was discolored. This report is made based on the results of investigation completed on (B)(6)2015.